Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath assembly was kinked and the imaging window was twisted. The guidewire exit port and tip were damage. The guidewire did not return for inspection. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. A .014 wire wrapped around the catheter and prevented the device from advancing to the lesion. A second catheter was advanced, but it had the same issue. No visible damage was noted on the catheters. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. A .014 wire wrapped around the catheter and prevented the device from advancing to the lesion. A second catheter was advanced, but it had the same issue. No visible damage was noted on the catheters. The procedure was completed with another of same device.